Event description:
It was reported that this system was exhibiting noise, oversensing which resulted in several episodes of pacing inhibition for this pacemaker dependent patient. A technical services consultant documented and discussed the clinical observations with the caller. Efforts to obtain additional details were unsuccessful. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)